Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed; however, the device operated within specification. A probable cause could not be determined. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/21/2018, that on (B)(6) 2017, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. Loss of connection was confirmed via data review; however, the device operated within specification. The probable cause was determined to be no communication gap in logs. No additional event or patient information is available.